Manufacturer narrative:
It was reported that during procedure and outside the patient the polarstem modular head for 21000662 black plastic head impactor chipped. No product was returned for investigation and no batch number was communicated. The reported failure can therefore not be evaluated. Based on the available information a thorough investigation cannot be conducted and the root cause of the reported issue remains undetermined. No further actions have been initiated. If the reported device or additional information become available, this investigation will be reopened. Smith and nephew will monitor this device for further similar issues.

Manufacturer narrative:
Additional information in: d4, d9, h4 and h6. Results of investigation: it was reported that during procedure and outside the patient the polarstem modular head for 21000662 (75023711) black plastic head impactor chipped. The part in question was received for investigation. It can be confirmed, that a small piece chipped off from the distal rim of the part. The small piece, which chipped off, was not returned for investigation. There was no further complaint reported for the batch in scope. The production documentation was reviewed, there was no deviation found that could explain the reported issue. Modular head, used in treatment, is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The reported failure mode could however not be reproduced. The root cause stays undetermined after investigation. Internal complaint reference number: (B)(4).

Event description:
It was reported that during a procedure, and outside the patient, the polarstem modular head for 21000662. Black plastic head impactor chipped. No injuries or surgical delays reported. It is not known how this procedure was finished.